Event description:
It was reported that this implantable cardioverter defibrillator (ICD) has depleted in four years. There was no other information available. This ICD remains in service. No adverse patient effects were reported.